Event description:
We have had several events in which the IV catheters that are utilized by the IV team did not give a flashback until the needle was removed form the site. This contributed to the patient undergoing an additional stick in order to establish an IV access. The catheters from this particular lot number were removed from service.